Event description:
The infusion pump was received at a service facility with written information stating "set at 65 cc/hr with 1500 cc bag to infuse over 2 hrs. Medication went in just over 1 hour." No specific clinical information was received. No patient injury resulted.